Event description:
Device no longer PMA approved and not same/similar. Un-report complaint.

Event description:
Patient reported implant rupture. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.